Manufacturer narrative:
H10, h3, h6: the reported bioraptor knotless suture anchor, used in treatment, has not been returned for evaluation. However photographs were supplied. Examination of the photos showed the distal tip of the inner shaft has pigtailed and broken off. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. Improper site preparation. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported device lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the bioraptor metal inserter broke. It is unknown if there was a delay during the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.